Manufacturer narrative:
Result and conclusion: small debris between footboard and connector obstructed connection. The debris was removed restoring functionality.

Event description:
It was reported by service report that the footboard was not functioning. No pt involvement or adverse consequences were reported.